Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definite root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The colonovideoscope was returned to the service center with a report of leak from the channel. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, white residue in the air water channel and cylinder was found. There was no patient involvement.